Event description:
It was reported the patient received the following results within 15 minutes: 300 mg/dl (system 1) and 126 mg/dl (system 2). The blood glucose results were obtained using the same vial of test strips.